Manufacturer narrative:
Device was returned for evaluation. Analysis could not confirm the reported event of the handpiece heating up. Pre-repair temperature testing could not be performed since the device was not running when received. There was no physical damage found on the device. The device failed the earth resistance test failed. Motor/cable assembly was defective. The motor had rust. Suction line was also clogged. The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operative the handpiece was heating up. The handpiece motor was functioning but the blade would not rotate. There was no patient involvement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating the surgeon completed the surgery with manual instruments.